Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a delivery system, utilized within an evoque procedure in tricuspid position, where just prior to valve release, it was noticed that an excessive amount of wire pressure was added without prompting. The edwards clinical team immediately prompted the physician to remove the wire pressure. After wire pressure was released a noticeable decrease in arterial pressure was noted and an effusion was confirmed via echo. At this time, pericardiocentesis was initiated which led to ECMO and a subsequent open heart right ventricle (rv) repair. During the rv repair, it was confirmed that the rv had been lacerated. Rv was repaired and patient was stable after rv repair. However, on post-operative day (pod) 7, the patient expired due to respiratory failure which was reported as a sequelae of the perf.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h1, h2, h6 and h11. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that unwanted excessive guidewire pressure on the right ventricle may have contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.